Event description:
Boston scientific crm received information that tones were heard from this device. Subsequently, the device was explanted due to the display of the elective replacement indicator (eri) due to charge time measurements of 18.2 seconds and a monitoring battery voltage of 2.67 v. No other adverse patient effects were observed.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.